Event description:
It was reported that the user¿s ilet issued alert 35 for insulin occlusion during a breakfast announcement, resulting in delivery of only about 30% of the intended dose and subsequent hyperglycemia to 319 mg/dl; the tubing initially appeared normal, though the caregiver suspected belt-related tubing pinching, and the event resolved after a full supply change (infusion set: contact detach, cartridge: prefilled fiasp, connector: 34013). Symptoms included feeling okay without additional complaints. Outcomes included elevated blood glucose that did not require outside assistance or medical intervention and returned toward range after supplies were replaced. Investigation included user counseling on occlusion troubleshooting, recommendation to replace all disposable components, and education on avoiding tubing pinch points. Investigation of this case revealed an insulin delivery interruption due to an occlusion consistent with external tubing pinch or kinking, which resolved with supply replacement and resumption of standard therapy. It was concluded, based on previously established findings for similar reports, that the cause was mechanical obstruction of the infusion line related to user environment and handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.